Event description:
Same as manufacturer# 6000093-2004-00602. During a drug eluting stenting treatment procedure, an acute thrombosis occurred. The physician successfully deployed the first taxus express2 - 2.50 x 16 mm stent at 10 atms in the marginal branch. However, at the end of the procedure, clots seemed to be forming a hazy segment within the stent. The second taxus express2 - 2.50 x 16 mm stent was successfully deployed at 10 atms in a very heavily calcified lesion of the mildly tortuous diagonal branch. However, at the end of the procedure significant residual stenosis was noticed. The pt had 3,000 units of heparin pre-procedure and 450 mg of plavix post-procedure. It is noted that plavix was given 3 hours after the procedure was completed. Five hours later from when the procedure was completed, the pt was brought back to the cath lab. It was determined that the pt had an acute thrombosis in the stents. It was noted that reopro, heparin and plavix were given. The physician treated the acute thrombosis by using "high" pressure balloon inflation. The procedure was successfully completed. No additional intervention was noted. Pt was discharged with a regimen of aspirin and plavix. Pt status is reported as "satisfactory/good."